Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had monitor display failure. It was reported that there was noise on the screen when starting up. Symptoms did not reoccur after rebooting.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h6-investigation conclusions, h11. Corrected fields: d4- UDI. The failure analysis and testing department received video generator pcba, display monitor pcba, mwts cable with a reported unit failure of noise on the screen at start-up. The failure analysis and testing dept. Performed a visual inspection of the parts received and found that all the parts are in good condition. The failure analysis and testing dept department installed video, edm and mwts cable in the cardiosave test fixture and tested jointly and separately to factory specifications per procedure and cardiosave service manual. The failure analysis and testing department ran the test for more than three hours and could not replicate the reported failure of noise on the screen. Sended the video generator pcba and upper display monitor to their respective supplier for further analysis per procedure. Retained the cable in fat dept. Per procedure. Failure analysis received from the supplier for edm. It was stated: 1. Perform visual check, result: no abnormalities found. 2. Board was re-tested at fct, result: passed. Results at inspection and test is good and no abnormalities was detected. Board was ndf." Probable root cause for this part is not confirmed. Retained the part in the failure analysis and testing department per procedure. The most probable root cause for this part is pcb reliability.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d1, d4 (catalog, version ), d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10, h11. Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had replaced the kit, display monitor to video gen board and the issue was resolved. Fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e1 (initial reporter), h6 (clinical and impact code).

Event description:
It was reported that during inspection before use, the cardiosave intra-aortic balloon pump (iabp) unit had monitor display failure. It was reported that there was noise on the screen when starting up. Symptoms did not reoccur after rebooting. There was no patient involved.